Manufacturer narrative:
BLOCK B3: APPROXIMATED BASED ON THE DATE THE MANUFACTURER BECAME AWARE OF THE EVENT.

Event description:
IT WAS REPORTED THAT AN X-RAY REVEALED THAT THE IMPLANTABLE PULSE GENERATOR (IPG) HAD GONE DEEPER IN POCKET CAUSING A CHARGING DIFFICULTY AND DIFFICULTY WITH REMOTE CONTROL COMMUNICATION. THE PATIENT UNDERWENT A POCKET REVISION AND THE IPG WAS REPOSITIONED CLOSER TO THE SKIN. THE PATIENT WAS DOING WELL POSTOPERATIVELY.

Event description:
It was reported that an X-ray revealed that the Implantable Pulse Generator (IPG) had gone deeper in pocket causing a charging difficulty and difficulty with remote control communication. The patient underwent a pocket revision and the IPG was repositioned closer to the skin. The patient was doing well postoperatively.

Manufacturer narrative:
Block B3: Approximated based on the date the manufacturer became aware of the event.Investigation results, Media Review, Device Analysis:The device was not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.